Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735672, serial/lot #: -, ubd:- , UDI#:- h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported the cmos battery was replaced. Codes b01, c0207, and d02 are applicable. Multiple fdd/annex a codes were reported. A0902 was coded for the black screen. A1102 was coded for the no sync message. A110201 was coded for no sync bootup issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while performing planned maintenance (pm) on the system, the monitor booted to a black screen with a message that read "no sync." The manufacturer representative (rep) reset the complementary metal oxide semiconductor (cmos) battery and system booted as expected. The probable cause was the cmos battery. There was no patient involvement.

Manufacturer narrative:
H3: the complementary metal oxide semiconductor (cmos) battery (product: (B)(6) cmos battery, serial/lot: unknown) was returned to the manufacturer for analysis. Analysis found that computer components were damaged or failing. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.